Manufacturer narrative:
Correction: b5: update "disconnecting" to "connecting tightly". H4: the lot was manufactured between october 12, 2023 ¿ october 16, 2023. H11: the device was received for evaluation containing fluid in the bladder. A visual inspection was performed, and defective threads inside the white luer body were observed. The blue winged luer cap did not lock to the white luer body when the cap was rotated due to defective threads inside the white luer body. However, there was no evidence of a leak. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is a molding defect of the material from the supplier used in manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wing cap a large volume folfusor does not lock in the luer. The luer is missing threads that prevents the blue winged luer cap from disconnecting. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.